Event description:
It was reported that the right atrial (ra) lead lost slack and was unable to pace or sense appropriately. A lead dislodgement was suspected. High thresholds and a loss of capture were also noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.